Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, failed battery and unexpected restart. The customer¿s blood glucose level was not provided at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to rewind the insulin pump. The customer did not troubleshoot for unexpected restart and failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected weak battery. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Unit passed self test and unexpected alarm error alarm test. No unexpected alarm. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.